Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous result for two patient samples tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were not reported outside of the laboratory. The first patient sample was initially tested with a 1:20 dilution and resulted as 66.60 miu/ml accompanied by a data flag. The sample was repeated, resulting as < 0.100 miu/ml accompanied by a data flag. The repeat result was believed to be correct and was reported outside of the laboratory to the patient as < 2.00 miu/ml. The second sample, from a (B)(6) female patient, was initially tested with a 1:20 dilution and resulted as 88.95 miu/ml accompanied by a data flag on (B)(6) 2016. The sample was repeated, resulting as < 0.100 miu/ml accompanied by a data flag on (B)(6) 2016. The repeat result was believed to be correct and was reported outside of the laboratory to the patient as < 2.00 miu/ml. The patients were not adversely affected. The hcgb reagent lot number was 156542. The reagent expiration date was asked for, but not provided. The field service engineer visited the customer on (B)(6) 2016 and observed that the customer was diluting their samples upon first run. First measurements are always performed with a 1:20 dilution and this dilution is pre-configured in the analyzer software. He instructed the customer to change the configuration to no dilution and to only dilute samples above the measuring range of the assay. The customer changed the configuration of the assay. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be improper pre-analytic sample handling, worn pinch valve tubes, insufficient electromagnetic interference lab compliance, insufficient maintenance, or contamination of the environment with the analyte. Sample clotting time was found to be insufficient. No visible fibrin or clots were found in the sample. The customer only measured one level of control and results were within specification on (B)(6) 2016. Calibration signals were within expectations, somewhat low for calibrator 2, but acceptable. No reagent issues were obvious. Unnecessary dilutions performed upon initial testing reduces the reliability of measured results.